Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. All outputs were within specification. System operates as intended.

Event description:
It was reported that the exposure rate in boost mode was higher than specifications. No pt injury was reported.